Event description:
Patient, status post three level acdf c4-c7, returned to surgeon's office complaining of increased weakness in left leg. An MRI showed the screw placed in the right c7 hole of the plate was backing out. Pt returned to operating room and the 4.0 mm quick lock cancellous self-drilling screw was removed and a rescue screw was placed. Surgeon noted the plate was securely in place with no apparent damage to plate or screw hole in question.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested.